Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of fever, lack of appetite and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient had a fever, lack of appetite and peritonitis (manifested by cloudy peritoneal effluent). On the same day, the patient was hospitalized due to the patient residing far from the hospital and the need for remedial antibiotic treatment. On the same day, the patient started ip treatment with vancomycin 500mg, frequency based accordingly to serum vancomycin and ceftazidime, 400mg daily. At the time of this report, the patient remained hospitalized, antibiotic treatment was ongoing and the patient was recovering from the event of peritonitis. The outcome for the events of fever and lack of appetite was not reported. Action taken with pd therapy was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.